Manufacturer narrative:
Evaluation of this transducer confirmed poor image quality as described by the customer. Investigation of the device noted oil separation in the window, fluid ingress in the connector, and damage to the window, strain relief, bead, control handle, and shaft. The extensive damage to the transducer caused a poor quality image to be displayed.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.